Manufacturer narrative:
(B)(4). The event occurred sometime on or before (B)(6) 2014. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by lower abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from the event. Dianeal therapies were discontinued, and the patient was switched to hemodialysis. No additional information is available at this time. This is report 2 of 3 involved in this event.